Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image not displayed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the blurry vision was a scratch on the objective lens. In addition, the cause of the image not displayed was corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had blurry vision. The issue occurred during the inspection for use. There was no patient involvement.